Event description:
The user facility reported that a st elevation myocardial infarction patient was found to have right coronary artery chronic total occlusion, acute left anterior descending artery lesion, and diffuse circ disease. Decision was made to place impella cp before fix. The impella and percutaneous coronary intervention procedures were completed. However, it was noted that towards the end of the case the perclose devices were tightened down however, significant oozing was noted and soon after a large hematoma was found. Decision was made to remove impella and put new peel away sheath and reinsert the impella. Groin was stable but then started bleeding again so decision to remove impella and close groin site. Hemostasis was achieved with perclose, balloon tamponade, manual compression, protamine and femstop placement.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
D.1 revised brand name as it was entered incorrectly on the initial manufacturer report that was submitted. D.3 manufacturer name should not contained a number behind it on the initial manufacturer report that was submitted. E.1 initial reporter phone was added as it was inadvertently omitted from the initial manufacturer report that was submitted. E.4 revised reporter also sent report to FDA? Selection as it was inadvertently omitted from the initial manufacturer report that was submitted. G.1 manufacturing site name should of been left blank on the initial manufacturer report as it was already mentioned under manufacturer contact facility name. G.2 report source consumer was entered incorrectly on the initial manufacturer report and the correct selection was added. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d.9 and h.6 were updated according to the new information provided.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: cp sn (B)(6) and purge cassette returned for investigation. Major bleeding/hematoma: clinical reported bleeding and a large hematoma at the site after placing the repositioning sheath. The impella was attempted for implant using large bore access. The pump was returned for investigation, but the introducer sheath was not. There were no kinks or abnormalities observed on the pump. The cause of the injuries are not determined due to insufficient clinical details. Device history lot: device subcomponent lot: s9557228. Device history batch: n/a. Device history review: the 14fr introducer passed all post sterile inspection criteria.